Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified elastomeric device under-infused during patient infusion. The expected therapy time was 46 hours; however, the infusion took approximately 54 hours. The device contained fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5, d10, h11 (update previous "device" to "devices"). B5: update "unspecified elastomeric device" to "an unspecified quantity of elastomeric devices". Remove "the expected therapy time was 46 hours; however, the infusion took approximately 54 hours. The device contained fluorouracil." The event was further described as "finishing late". Should additional relevant information become available, a supplemental report will be submitted.